Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the needle and barrel of the bd plastipak¿ syringe was curved.

Event description:
It was reported that the needle and barrel of the bd plastipak¿ syringe was curved.

Manufacturer narrative:
Investigation summary: customer returned (1) loose 1cc, 12.7mm syringe. Customer states that the barrel and the needle had been curved. The returned syringe was examined and no bent cannula or bowed barrel was observed. A review of the device history record was completed for batch# 7296924. All inspections were performed per the applicable operations qc specifications. There were five (5) notifications [200723264, 200723290, 200723839, 200723263, 200723843] noted that did not pertain to the complaint. Based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. Root cause cannot be determined at this time as the issue is unconfirmed.